Manufacturer narrative:
The investigation summary was completed on (B)(6)-2021. It was reported that it was not possible to change the pacing channel. During the procedure, tried to pace map. Map-smart touch sf, refdeca-coronary sinus catheter, 20 a-decanav were connected. Both attempts to pace from the map and refdeca were perceived as pacing from the 20a (carto3, similar to lab). Eventually, the procedure was continued only pacing from the decanav, and was completed without any problem. The procedure was successfully completed without patient's consequence. However, the customer reported on unwonted pacing. The biosense field service representative confirmed that after the procedure, the sales representative confirmed that it is possible to change the pacing channel. The system is working fine. Reported issue was investigated by the device manufacturer. The data was requested for investigation, but no data related to the issue was provided. The issue was not duplicated since the time it occurred. In addition, the history of customer complaints associated with this specific system was reviewed and it was found that the issue was not reported anymore. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system # 50142 was reviewed. There are no additional complaints similar to the reported issue. A manufacturing record evaluation was performed for the system #50142, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6) the hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with carto® 3 system and an unwanted pacing issue occurred. During the procedure, tried to pace map. Map-smart touch sf, refdeca-coronary sinus catheter, 20 a-decanav were connected. Both attempts to pace from the map and refdeca were perceived as pacing from the 20a (carto3, similar to lab). Eventually, the procedure was continued only pacing from the decanav, and was completed without any problem. The procedure was successfully completed without patient's consequence. Additional information was received on the event. The pacing was planned. Pacing was from the primary pacing port and it was not allowing pacing and ablation at the same time. The pacing stimulator used was nihon kohden corporation. Unwanted pacing was being delivered. The unwanted pacing was assessed as a MDR reportable malfunction issue.